Event description:
It was reported that the patient presented with intractable back pain, significant left lower extremity radiating pain, and potential pseudoarthrosis at l4-5, l5-s1. Conservative treatment did not improve the patient's symptoms. All pre-operative studies showed excellent decompression of the posterolateral regions, pre-operative diagnosis was lumbar spondylosis. The patient underwent an anterior lumbar interbody fusion (alif) from l4-s1, exploration of the fusion mass at l4-5 and l5-s1, and removal of hardware at l5-s1. An anterior plate and screws, peek cage and bmp were implanted. The bmp was placed within the cage. Per the operative notes, "at the l5-s1 interspace was noted to be a tremendous amount of inflammation, such that the iliac vessels and midpresacral vein were morbidly adherent to the ala which was also quite thickened and inflamed. There was no obvious sign of infection, purulence, etc." Final intraoperative x-rays indicated all hardware in good position. The patient was then turned anteriorly, and a growth stimulator was removed. There were no noted operative complications. Medical records note four year post-op that the patient has a pain pump with catheter entering the spinal canal inferiorly, with tip present at the level of l1. The date that the pain pump was implanted was not provided. Approximately 4 years post-op, the patient underwent lumbar myelogram and CT scan due to back pain and leg pain. The lumbar CT scan identified t12/l1 disc extrusion with mild central canal narrowing, mild bilateral l3/l4 facet joint spurring indicating mild degenerative disc disease (ddd) and mild l5/s1 posterior vertebral osteophytes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Implant dates: (B)(6) 2006, (B)(6) 2007.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
The patient underwent l4-l5-s1 posterior lumbar interbody fusion with rhbmp-2/acs to treat low back pain and lumbar radiculopathy. Per the operative notes, "bmp as well as the harvested autograft was placed in the lateral gutters." There were no noted complications. Fifteen (15) days post-op, the patient was admitted with complaints of constant stabbing low back pain, bilateral lower extremity pain in the calves and swelling. An MRI of the lumbar spine found "there has been a posterior instrument fusion from l4 to the sacrum. Bilateral pedicle screws are present at l4, l5 and s1. Interbody spacers are present at l4-5 and l5-s1, and there has been a laminectomy at l4 and l5. Within the laminectomy defect is a fluid collection. The fluid collection does create a mass effect upon the thecal sac posteriorly considering the mild thecal sac narrowing cannot exclude compression or displacement of the nerve roots by the epidural fluid collection arising in a laminectomy defect." Two hundred ninety four (294) days post-op, the patient underwent an alif l4-5 and l5-s1 to treat lumbar spondylosis of l4-s1. Per the operative notes, the patient "is previously status post an l4-s1 posterior lumbar interbody fusion who has had intractable back pain since that time" concern or questions about possible nonunion versus delayed union at the l5-s1 interspace was noted to be a tremendous amount of inflammation, such that the iliac vessels and midpresacral vein were morbidly adherent to the ala which was also quite thickened and inflamed. There was no obvious sign of infection, purulence, etc. At the l5-s1 level, we were able to perform a discectomy. There was enough distance between the cages. Also, I was able to explore the disk space and remove one of the cages which did appear to have bone forming inside it. It was, therefore, elected to leave all the remaining cages alone after exploring that bone fusion potentially within the cage. We were then able to place a capstone 14mm cage under c-arm guidance with bmp impregnated sponge directly between the posteriorly placed into cages. We were then also able to place a synthes atb plate identical procedure was then performed at the l4-5 level. There were no noted complications. At 1507 days after the alif, the patient presented with low back pain. Mr scan of the lumbar spine found "patient's hardware is radiologically stable compared to [prior study] CT. Left l5-s1 neural foramen is likely at least mild to moderately stenotic. No central canal stenosis is visualized. Exam is overall limited because of significant susceptibly artifact from patient's hardware."

Manufacturer narrative:
(B)(6). (B)(4).